Event description:
It was reported through the litigation process that sometime post a port placement, the patient was allegedly diagnosed with unspecified infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years, eight days post a port placement, removal of malfunctioning left chest port-a-cath was planned. It was mentioned that of note the left chest port-a-cath no longer draws blood and had been difficult to use. The port was removed and replaced with another port. Therefore, the investigation is confirmed for the reported suction problem. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b3, b5, d4 (medical device lot #, medical device expiration date, unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that approximately two years and eight days post a port placement, chest port-a-cath no longer draws blood and had been difficult to use. Reportedly, the port was removed and new device was implanted. There was no reported patient injury.